Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an "er2" message. Per the onetouch ultramini owner's booklet, this error message could be caused by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged error message began to appear on the morning of (B) (6) 2010. The cca noted that the patient manages her diabetes with oral medication(s). The patient denied taking any action regarding her diabetes management as a result of the alleged issue. Later than day (during the evening), the patient reported feeling shaky; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique. The alleged error message remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.